Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 150 mg/dl. The customer declined to perform a pump system check. Tandem technical support assisted the customer with loading a cartridge; the cartridge check showed that the pump was operating as expected.